Manufacturer narrative:
The customer was aware that the device was not working prior to the event and had the option to seek an alternate method of testing. Product labeling for the device states "slide the test strip into the test strip guide in the direction of the arrows until it stops." Only the reporter's meter was provided for investigation where it was tested using masterlot strips and retention controls. Testing results (qc range = 2.5 - 3.9 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The results provided by the customer were found in the meter¿s patient result memory but as the meter's memory was cleared, the actual date of testing for those results was unknown. Per the dates in the meter memory, the test strips were expired at the time they were used for testing. The meter's time and date had been set incorrectly after the meter's memory was cleared. Occupation was lay user/patient.

Event description:
The customer stated she had be unable to test " for a while" and alleged she had a stroke on (B)(6) 2020 due to her inability to check her inr reading. The customer stated she had error messages from coaguchek xs meter serial number (B)(4) indicating the meter was not detecting the test strip that was being inserted. During troubleshooting with customer support, it was discovered the customer was inserting the test strip backwards. The customer was advised on the correct way to insert the test strip and was able to test successfully. Additional information such as any warfarin dosage changes and treatment/medications provided was requested, but it was not provided. The customer indicated she received a CT scan and "stroke therapy" but could not specify other treatment. The customer's current condition was provided as "normal". The therapeutic range was 2.5 to 3.5 inr. The customer took 5mg of warfarin daily "when numbers are in range".